Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The ring cover, side bail covers, and ring and side bails were missing. The upper and lower cases were also broke.

Event description:
It was reported the device will not power on. No information was received indicating patient involvement.